Event description:
A third party biomedical engineering services vendor reported to beckman coulter (bec) that liquid was observed in the reagent compartment of a bec customer's unicel dxc 600i synchron access clinical system while the engineer performed service on the instrument. The biomedical engineer wore personal protective equipment consisting of a lab coat and gloves while troubleshooting the issue. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
The third party vendor's biomedical service engineer evaluated the instrument and confirmed a leak from a reagent probe and assigned the cause of the liquid observed in the reagent compartment to the reagent probe leak. The biomedical engineer resolved the issue by replacing the reagent probe collar wash valve. (B)(4).